Event description:
It was reported that the user perceived the ilet pump to be delivering insulin too aggressively and had been using meal announcements, including occasional double or missed announcements, as corrective actions. The device was reportedly reset multiple times, and the user expressed interest in switching to a different pump. No reported symptoms. Outcomes included no reported clinical impact, no medical intervention, and no hospitalization. Investigation included review of uploaded pump and cgm reports and internal clinical review. Investigation of this case revealed appropriate automated therapy performance with opportunities for user education regarding consistent meal announcements and avoidance of manual meal entries for correction. It was concluded that the device functioned as designed and that user technique contributed to the concerns.